Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient indicated that without any movement they will feel stronger stimulation. The patient checks their programmer, and the amplitude is changing on it's own from 3.3 volts to 5.3 volts, just while sitting in a chair. The rep stated that as of now, the ins is recognizing their upright position. It was suggested to check all positions and transition zones. The rep stated that they would call back if they had further issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the stimulation increasing on its own was that the ins was extremely mobile in the pocket. The actions taken to resolve this was reorientation and returning back to manual adjustment. It was further reported that the rep met with the patient and it was discovered that the ins was moving around in the pocket and had pulled from the sutures. The rep noted that the patient was a very large, overweight man. A revision occurred on (B)(6); the ins was repositioned, the adaptive stimulation was reoriented, a mesh pouch was used in the pocket to hold the ins down and two sutures were placed on the top and bottom of the ins. The rep stated that it was a nice tight pocket but the hospital did not have a large enough abdominal binder to go around the patient. The patient reported that the adaptive stimulation issues were still happening; technical services and the rep reviewed that given it had only been less than 24 hours it may behoove them to reorient when the pocket has settled. The rep called back and reported that the patient said the controller is displaying an a with a circle in the middle of the screen and technical services reviewed the possibility of the remote being in icon mode. The rep stated that this was just one issue the patient was having and the other was that the adaptive stimulation was "all wacky." The rep called again with the patient to get assistance to go form icon mode to text mode; after getting into text mode the programmer was still showing an a in the middle of the screen. It was determined that the patient was really in the transition zone, hence the a in the middle of the screen. The rep then selected xxl for lying and xs for upright and it seemed to work but not as well as the patient would like. The rep stated that the patient's body position is off since he walks with a forward lean and the patient would try this setting for now. The rep noted that in the previous setting the patient was getting stimulation to be too high when laying, after going from upright to laying. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's system seemed to be working properly except for an occasional transition zone reading versus the words on the adaptive store about patient feels his back is on track now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer. It was reported that the patient was having a lot of problems with their stimulator; they reported their therapy was not changing with positions. The patient said the position wasn't displayed on their patient programmer screen. The patient turned adaptive stimulation on and was not seeing a position. After troubleshooting it was determined that the patient programmer was not in icon mode and it was reviewed that the patient was likely in a transition zone. They also reported that last night they were laying in bed and the stimulation jumped from 2.9 to 6.60 two times in an hour. No further complications reported.